Manufacturer narrative:
Evaluation results: one cadd solis vip pump (2120) was returned for investigation in used condition. Them tamper seal was missing and the lens was damaged. The dso seal also bubbled. A review of the event history log evidenced the following: "on (B)(6) 2019 10:15:00 am quarter hourly counter, taper and plateau is 1.25 ml, kvo rate is 0 ml. On (B)(6) 2019 10:24:43 am infusion completed. On (B)(6) 2019 10:24:43 am kvo rate began. On (B)(6) 2019 10:25:41 am infusion complete acknowledged". The customer reported product problem was not replicated. The sensor was working, it just had a bubble in the seal. The dso sensor was working. The log showed that the customer was using the pump without issue right up to the time when it was sent in for investigation. The investigator speculated that the reported product problem may have resulted from improper cleaning with a chemical substance. The problem source of the reported product problem was unknown however. A root cause was not established.

Event description:
Information was received that a smiths medical cadd solis vip ambulatory infusion pump had a "dso" (downstream occlusion) error. No adverse effects were reported.